Event description:
It was reported that the single-lumen connector was unable to be firmly engaged. No other information was provided. It was reported that this occurred with four devices. This report addresses the fourth device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0096 showed eight other similar product complaint(s) from this lot number.